Manufacturer narrative:
(B)(4). The patient's date of birth is (B)(6) 1941. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in removal of the fixture on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, november 19, 2014.